Event description:
A malfunction alarm occurred, identified by a specific malfunction code. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support provided pump reset information, assisted the caller with resetting the pump, and confirmed that the same malfunction code did not reappear. The customer was advised to continue using the pump and to report any recurring malfunction codes.